Event description:
It was reported that a powered wheelchair accelerated unintentionally into a wall. The user fractured her foot and ankle. It is unknown the extent of the medical intervention. Should additional relevant information become available, a supplemental report will be submitted.